Manufacturer narrative:
An agent performed an initial evaluation of the device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
An agent contacted stryker to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customers device and replaced the system control board, the user interface pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was located to the system control board and the user interface pcb, but further root cause was unable to be determined.

Event description:
An agent contacted stryker to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
An agent contacted stryker to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h10 additional mfg narrative of the supplemental medwatch report indicated: stryker further evaluated the customers device and replaced the system control board, the user interface pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was located to the system control board and the user interface pcb, but further root cause was unable to be determined. Section h10 additional mfg narrative of the supplemental medwatch report should indicate: stryker further evaluated the customers device and replaced the system control board, the user interface pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the replaced parts at the product assessment center (pac) and the cause of the reported issue was determined to be due to corrupt memory on the designator u2, on the user interface pcb assembly.